Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. It was also reported that the right atrial (ra) lead had, undersensing, far field r-wave (ffrw) oversensing, low p-waves, and high atrial thresholds. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 693558 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.